Manufacturer narrative:
Per -3126 final report additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, an update on the patient and whether they experienced any trauma prior to this event, was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after 8 days due to cup dislocation.

Manufacturer narrative:
Per - (B)(4). Initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, an update on the patient and whether they experienced any trauma prior to this event, has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Trinity revision after 8 days due to cup dislocation.